Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Pump received with moisture damage motor, vibrator motor, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer swimming in swimming pool with insulin pump connected. Customer reported that as a result, display screen went blank. Customer's blood glucose was 101 mg/dl. Customer was advised that insulin pump would need to be replaced.